Event description:
Pt was having a new rt internal jugular catheter placed using seldinger technique. Vein accessed using needle in arrow kit. Wire passed through needle, needle removed, and triple lumen catheter threaded via wire. Wire discovered to be approx the same length as triple lumen catheter. Therefore, catheter was unable to be advanced without risk of losing wire. Catheter and wire removed. Pt required another new stick to access vein and pass catheter.